Event description:
It was reported that a cadd legacy plus pump alarmed with error code. Different sets of batteries were tried; however, the pump would not power on. The battery orientation was confirmed. The medication, adrucil, was infused. The pump stopped functioning during active infusion. The reported failure mode affects the functionality of the device where infusion would be stopped which is a high risk to the patient if their therapy is interrupted. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4 - primary UDI number: di is unknown.

Manufacturer narrative:
D1 - brand name, d4 - primary UDI number, h4 - device MFR date: corrected. D4 - model #, d7a, h6: updated. The suspected pump was not returned for evaluation. The service history review was performed, and it was confirmed that there was no previous repair noted. The complaint could not be confirmed, and a root cause was unable to be determined.